Event description:
A 22ga catheter was inserted and lidocaine and propophal infused. On (B)(6) the pt complained of redness and swelling in the right hand. The pt went to the ER and was diagnosed with an infection and was given antibiotics and sent home. One and one-half weeks later, the site was still infected. The pt received more antibiotics and has healed.

Manufacturer narrative:
One unused, rep unit was received for evaluation (B)(4) 2012. Additional info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).